Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset guide and walked the caller through the process. After the reset, the pump no longer displayed the error, and the caller successfully started their sensor session.